Event description:
Additional information was received from the patient. Patient provided clarification and stated that there was no device (concern) and no change in therapy. Patient (had to ) remember to stay in one position for three minutes. The cause was that patient needed to stay up for three minutes. On 8/29, patient met with a manufacturer representative who solved the problem. Very helpful. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that the patient's did not think his stimulator was working quite right. He stated if he turned the stimulation on and upped it, it would go right back down. Patient thought he had sitting up at 3.5 volts and laying down at 4.0 volts. Patient stated the stimulation would not stay up. Patient stated he talked to the doctor and the doctor stated he wanted a rep at the next appointment. Patient had an appointment (B)(6) 2019. No further complications were reported/anticipated.